Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient's leads had high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. As a result, the patient's leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.